Event description:
The customer reported the system was not saving images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.